Event description:
It was reported by svc report that the headwall data/docker cable was bad causing nurse call to not function. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.